Event description:
In 2002 the center reported that they noticed several small cracks on a right ventricular assist device (vad) supporting a bi-vad pt. The cracks were described to be on the housing/body between the metal ring and cannula. The center reported no air or fluid leaking, but they placed tape and bonewax around the housing as a preventative measure.